Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous proximal superficial femoral artery. The 5.0x150mm armada 35 balloon dilatation catheter met resistance with the anatomy during retrieval and the balloon separated in the patient. A cut down surgery was performed to retrieve the separated distal portion of the balloon. The lesion was treated via endarterectomy. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The difficulty removing was unable to be tested due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: a slight force was used to pull the device from the heavily calcified area. A clinically significant delay was reported. No additional information was provided.